Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3407711 (mfg. 03/2017) showed (B)(4) units were mfg., tested, inspected and released. There were no exception documents generated during the lot build. The 46098-75 kit device/components were pre-tested/primed prior to placement, at a unspecified time the product issue (particulate) was detected by attending clinician. The device was removed/replaced. Although there was an unscheduled device change out there was no critical delay in therapy; no change in pts. Baseline condition and or no emergent medical treatments and or interventions were required. The involved device/component were not returned for analysis and confirmation. The exact cause(s) of the reported event is unknown.

Event description:
Voluntary event report mw 5070799 received reporting particulate issue(s) with use of one 46098-75 cath lab kit. The mw 5070799 report describes the (B)(6) 2017 event as follows ".. During a procedure, the physician noted a small piece of plastic in the fluid after he had pulled back on the syringe which was attached to the manifold. Origin of the plastic is unk but may have originated in the manifold. Syringe appears intact." Although additional event information and device return status were requested facility had no additional event information or the location / status of the involved device.